Manufacturer narrative:
Device evaluated?: analysis of the pump found a gear train anomaly due to corrosion and/or wear and/or lubrication as well as stall due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving baclofen 1000mcg/ml at 475 mcg/day via an implantable pump for intractable spasticity and other spasticity. On an unknown date, the patient went into withdrawal. Upon device interrogation, the logs showed a motor stall. The patient had not recently had a MRI. The logs were not available to know when the stall occurred. The patient was put on oral baclofen. On (B)(6) 2016-, when the pump was explanted, it was found that the bottom of the pump was indented in and could be popped back out. The patient had not had any hyperbaric therapy. Additional information has been requested regarding the type of baclofen and lot number, the patient's medical history and concomitant medications, the cause of the event and troubleshooting, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.